Event description:
The pt had difficulty communicating with the ipg using external devices, and it was reported the ipg was nonresponsive. It was also reported the physician planned to explant the scs system. A replacement charging system had been sent to the pt. Attempts to determine the date of the explant procedure, and the pt status had been unsuccessful. The sjm representative reported the pt had not been compliant with recharging the ipg. It was undetermined if the explant procedure had already taken place.

Manufacturer narrative:
Recall number 1627487-07262012-002-r, this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.